Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the device manufacturer representative indicated that the patient could not sleep because of beeping. They might do an intrathecal trial down the road, revise or replace the catheter and pump as longer term plan. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10mg/ml dilaudid at 3.693mg/day for non-malignant pain. It was reported that the patient's pump was empty. The hcp had access to a physician programmer. It was reported that the empty reservoir alarm had occurred. It was reported that the patient missed a refill. The hcp reported that they just wanted to turn the pump alarm off. No symptoms were reported. No further complications were anticipated/reported.